Event description:
The customer reported that the system would intermittently reboot on its own. This resulted in intermittent recoverable loss imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on main frame power supply was evaluated and adjusted to optimum operating voltage. The cable connections near ps2, motor relay and power signal interface were evaluated and reseated. The system was tested and found to be working as intended adn returned to service.